Event description:
Caller alleged discrepant results with the inratio2 meter compared to the laboratory for patient-1. Complaint summary: date: (B)(6) 2014, inratio: 7.2, laboratory:2.7. Tests were conducted on the patient's lap using multiple drops of blood. Patient's therapeutic range was not provided. No further information was provided.

Manufacturer narrative:
No product associated with the complaint is returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned, retain testing was performed on inratio strips during an in-house investigation. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. Improper techniques and improper use of the meter were identified in the complaint. These could not be ruled out as a cause of the unexpected results. The manufacturing records for reported lot number 324811 were reviewed. The lot met specifications and no nonconformities were documented. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time. This issue will be subject to tacking and trending.